Manufacturer narrative:
Upon reassessment of the reported event, this event will be reported on MFR #3007963827-2017-00268.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while opening the package, the inner foil cover was peeled off along with the outer layer. No adverse events have been reported as a result of the malfunction.